Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  "they had to change it" because pt's previous ins "malfunctioned". Pt provided event date as "I think it was (B)(6)" (confirmed month as (B)(6), but did not provide a clear year). Pt further clarified they had an interstim implant prior to current implant that they had to have removed because pt's previous ins malfunctioned so pt stated they had to put a different implant in (current implant). Pt stated they had an implant prior to current implant. Reviewed registration information with pt.  Agent was unable to get any further clarification regarding this event due to the nature of the call. Agent asked for previous ins model, serial numbers that this event was related to and pt did not know this information. Agent made best attempt to gather all relevant sr information and documented information pt provided.  No further complications were reported/anticipated at this time.